Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. D4: batch # 294a35. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned and was received with the halves mixed, no apparent damage, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No damage on the firing knob was noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the cartridge/reload cannot be inserted unless the firing knob is in its original position. Separate the instrument halves by pulling open the alignment/locking lever. Pull upward on the gripping surface and unsnap the used cartridge/reload from the cartridge/reload fork. Discard the used cartridge/reload. With the instrument closed, the firing knob is rotated to either side of instrument. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch numbers 294a35/514a68, and no non-conformances were identified. Channel batch: 294a35. Anvil batch: 514a68.

Event description:
It was reported that during a hemicolectomy, the device¿s firing knob was damaged and not turning up while the surgeon tried to fire the reload. There was no delay to the surgery and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot # 538a03. When the DHR is completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.